Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. It was reported that the customer experienced elevated blood glucose (bg) ranging from 400 mg/dl to displayed as "high" on the continuous glucose monitor (cgm) with moderate ketones; cause was unknown. Reportedly, the customer administered a manual injection to address elevated bg level.